Manufacturer narrative:
This report is submitted on june 1, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral antibiotics and a topical medication (specifics of the type of medication was not provided).